Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no remarkable medical history or concomitant conditions. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fatigue ("fatigue") and depression ("depression") and was found to have weight increased ("weight increased"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and fatigue was resolving and the depression and weight increased outcome was unknown. The reporter provided no causality assessment for depression, fatigue, menorrhagia, pelvic pain and weight increased with essure. The reporter commented: the defective sample was not kept by the hospital. No lot number was reported. The events occurred at the end of 2015. After the surgery, the events menorrhagia, pelvic pain and fatigue quickly improved. The reporter did not have more information as the patient was not followed-up in their hospital. Most recent follow-up information incorporated above includes: on 31-jan-2019: follow-up received from other healthcare professional: the patient had no remarkable medical history or concomitant conditions. Essure was inserted for contraception. No lot number was reported. The events occurred at the end of 2015. After the surgery, the events menorrhagia, pelvic pain and fatigue quickly improved. The reporter did not have more information as the patient was not followed-up in this hospital. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (B)(4), fatigue ("fatigue") and depression and was found to have weight increased. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, fatigue, depression and weight increased outcome was unknown. The reporter provided no causality assessment for depression, fatigue, menorrhagia, pelvic pain and weight increased with essure. The reporter commented: the defective sample was not kept by the hospital. Date of event onset was reported as same date as removal procedure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.